Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: re-sterilized endo clinch was used in the case. During procedure, the gall bladder was found severely adhered and the procedure was converted into open. After procedure was converted into open. After procedure, while cleaning the device, a nurse found the shaft was cracked at about 15 cm from the tip. Nothing remained in the cavity was confirmed visually and by x-ray. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.